Event description:
The following report was rec'd from the field: during a coronary procedure following deployment of a 2.5x18mm cypher stent, the stent delivery system (sds) could not be removed from the site. The sds was inflated to four atmospheres and after deflating the balloon, the sds was advanced a little bit into the vessel, then the sds could be removed. There was no pt injury reported with the event. The target vessel was unremarkable distal (lad) left anterior descending artery. The distal and proximal lesions were pre-dilated with a 2.5mm balloon voyager. There was no info regarding lesion characteristics. The stent was deployed at 16 atmospheres. A second 3.5x18mm cypher stent was inserted in the proximal lad without any problems. The second stent was not placed overlapping the first stent.